Event description:
The customer stated, that the paramedics were called to his home to treat him for low blood glucose levels. On another occasion, the customer stated, he was hospitalized for low blood glucose levels. The customer also stated, that the insulin pump was exposed to two MRI scans. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.